Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic following discharge. Upon interrogation, the site noted 2 low voltage, 2 no external power, 1 driveline disconnected, and 2 pump off alarms. When the patient and their spouse were questioned, they were adamant that the events did not occur and were certain no alarms sounded. They insisted that the patient was on wall power at the time and that their system controller was not covered by blankets to where they would not hear an alarm. They insisted that they did not disconnect the system controller at any point. Following review by tech services, it appeared that the event log contained various alarms associated with a true driveline disconnect event on 09sep2025. Prior to and after the disconnect event, it appeared that the log contained loss of external power events while the patient was utilizing the mobile power unit (mpu). The low voltage hazard events appeared to have been the result of the mpu suddenly losing power. The events appeared to have resolved once the external power was completely restored. The mechanical circulatory support (mcs) equipment appeared to have operated as intended both electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on 09sep2025 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The alarm resolved within a few seconds when power was restored to the system, and no other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient reported a pump stop event on (B)(6) 2025, but when the patient was seen on (B)(6) 2025 everything looked fine. On (B)(6) 2025, the patient's spouse called to report an audible alarm and that the pump was off. The patient's spouse stated that he event resolved. The provider on call recommended a system controller exchange, which was performed without incident. They then reported further alarms since the exchange, but could not specify which were noted. The customer did not see any alarms prior to the system controller exchange. The customer saw "no external power" alarms on the now "un-dated" controller, which the patient denied knowledge of. The mobile power unit was assessed in clinic on (B)(6) 2025 and everything appeared to have been functioning appropriately. The ac power cord was secure. They stated that all of the outlets at home were functioning well and did not have wall switches connected. The patient was admitted for observation and the mpu would be brought in for further assessment. The customer was concerned for user error, but requested analysis to confirm nothing was missed. Log files were submitted for both the exchanged primary and current primary controllers. Following review of the submitted log files, it appeared that the event log contained data between (B)(6) 2025 and (B)(6) 2025. The pump appeared to have been operating within normal parameters until (B)(6) 2025 at 11:25 am when the pump was disconnected from the controller, causing various alarms. There were no unusual alarms or events seen prior to the disconnect event. Tech services also noted the silence alarm button being repeatedly pressed between 10:49 and 11:04 am on (B)(6) 2025. However, there were no corresponding alarms seen in the log. The patient was on battery power during the silence button presses and disconnect event. The current primary controller (B)(6) log file contained various alarms associated with the controller exchange. The pump appeared to have resumed normal operation with controller clock corrupt flags active. The clock appeared to have been synched around 2:52 pm. Based on the data visible in the log files, it appeared that the equipment operated as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.